Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump's battery is only lasting for 2 days and the bg meter is not connecting on the insulin pump. The customer also reported that the insulin pump had a crack on the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected bg meter communication errors or anomalies noted during testing. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery life or low battery alert noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 22:24:01.000. Alarm alert notification (B)(6) 2021 02:54:36.000. Alarm alert cleared replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:55:00.000 alarm alert notification. (B)(6) 2021 08:05:00.000 alarm alert notification. (B)(6) 2021 08:05:45.000 alarm alert cleared. (B)(6) 2020 09:43:00.000 alarm alert notification and power loss alarm was recorded and found in the formatted history file on (B)(6) 2021 17:33:50.000 alarm alert notification. (B)(6) 2021 17:34:03.000 alarm alert cleared. The pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the battery tube, electronic assembly, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump connected successfully to the test meter. No unexpected bg meter communication errors or anomalies noted. The insulin pump was monitored for several days and no unexpected low battery life or low battery alert noted. However, corrosion was found on the battery tube, electronic assembly, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. Customer stated that her meter was not connecting to insulin pump and also battery was only lasting for 2 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.